Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported during support, the impella cp stopped. The left ventricle curve was noted to be upwards prior to stop. The pump was attempted to be restarted without success. The pump was explanted. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. No data logs were returned. The impella pump was returned for evaluation. Upon inspection of the product, there was a large impeller purge gap observed. The root cause of the pump stop was determined to be bearing wear. The pump stop occurred on day 10, beyond the 8 day impella cp indication for use. Added- d6a/d6b in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.